Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6 cm proximal to the lead tip. A distal and medial fragment were received for analysis. The proximal fragment including the connector pin was not returned. It is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor coil was found deformed, which most likely resulted from the extraction procedure due to mechanical stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.